Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart xl defibrillator therapy cable was not recognized at the patient connector. There was no patient involvement.